Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ue4g, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had no therapeutic effect since implant. The patient sometimes did not feel stimulation or got used to it. The patient had an infection on (B)(6) 2015 and it was unknown if it was a urinary tract infection (uti) or an internal infection. The patient was in the hospital for 3 days taking 2 sets of antibiotics and they knew they had to leave the hospital or they would get sick. The patient returned home and began having bad diarrhea for a week. The diarrhea was better, but was still not normal. The patient went to see their primary care physician (pcp) and was told their heart was beating too fast on (B)(6) 2015. The patient was sent to the heart clinic and the results came back negative. The tests were unpleasant and made the patient's skin raw. The patient's daughter was a nurse and didn't think that heart event was caused by the implantable neurostimulator (ins) therapy, but the patient did think the ins was related to the heart event. The patient had recent worsening of therapy. The patient had gone through 2 programs without results, but recently changed to the third program and that made their symptoms worse on (B)(6) 2015. The patient was getting up every 3 hours at night and had been sick for days from not sleeping. The patient had a trial that worked better than the full implant had. The indication for use for this patient was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's problem had not been resolved. The patient had been working on changing settings with their manufacturer representative and was on their fourth program. It still didn't help and the patient still got up more or less every 2 hours like they were prior to implant. The patient was currently on program 4 at 2.8v. The patient hadn't had much time to devote to adjusting the therapy and they tried to increase 1 more notch and it wouldn't go up. The patient was going to call their manufacturer representative today to see if they could do something. The patient was not really feeling stimulation sensation, but if they paid attention closely, sometimes they did. Some nights it would go every hour almost and sometimes they could range to 3 hours, but this was rare. The patient was frustrated because of lack of therapeutic effect. On 2015 (B)(6), the patient was on program 2 at 2.8v, wanted to increase the stimulation, and discovered their implantable neurostimulator (ins) was off. The patient turned it back on and increased to 2.9v. The trial was 50% or better and with the ins the patient was not getting the relief they expected. The patient experienced a return of symptoms and didn't feel stimulation.